Manufacturer narrative:
The system was not examined by a company service representative. The system manufacturing device history record (DHR) was reviewed and, based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic laser system exhibited low energy. Procedure details information is unknown. There was no report of any patient impact. Additional information has been requested.